Event description:
It was reported that during a computed tomography-guided sacrum lesion biopsy procedure, the device needle allegedly broke into the patient. Reportedly, the needle was still inside the patient and planned for its removal through orthopedic surgery. The current patient status is unknown.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed mission disposable core biopsy instrument kit was received for the evaluation. Upon visual evaluation, the components were appeared to be clean. The device was returned in initial configuration with the cannula at the 00 mm position. It was noted that the coaxial was broken and the missing broken piece was not returned. No other visual anomalies were noted on the returned device. Further, functional testing was not performed due to the nature of the complaint and condition of the returned sample. Therefore, the investigation is confirmed for the reported break issue as the returned coaxial was found to be broken. Three electronic photos were provided and reviewed. First photo shows that the trocar stylet was completely inserted into the broken compatible coaxial in which the broken portion of the coaxial was clearly visualized and highlighted. Second photo shows that the trocar stylet was halfway inserted into the broken coaxial. Third photo shows the labeling information of the mission instrument alongside the blunt stylet, compatible coaxial and needle portion of the mission instrument. No other anomalies were noted on the device shown. Based on the photo review, the reported break issue can be confirmed. Two medical images were reviewed. The first image demonstrates a coaxial needle system being inserted through the posterior cortex of the sacrum near the border of the si joint on a patient in the prone position. The needle passes through cortical bone, and the tip of the needle is just entering the cancellous bone of the sacrum. The ¿lesion¿ being targeted is either not included fully in the field of view or if depicted does not appear to be completely lytic in nature (i.e., does not have a soft tissue component). The second CT image demonstrates the distal portion of the coaxial needle deposited from anterior to posterior in the sacrum. The remainder of the needle including the hub does not appear to be in the patient consistent with the complaint of the needle breaking. The break appears to be at the needle emergence from the posterior cortex of the sacrum. Based on the image review, the reported break issue can be confirmed as the needle was appeared to be broken in the image review provided. Therefore, based on the photo review, image review and the sample evaluation result, the whole investigation is determined to be confirmed for the reported break issue as the compatible coaxial needle was found to be broken. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a computed tomography guided sacrum lesion biopsy procedure, the needle allegedly broke into the patient. Reportedly, the needle was still inside the patient and planned for its removal through orthopedic surgery. The current patient status is unknown.